Event description:
It was reported that once passed into the head of the speedlock anchor, the sutures were not pulled into the anchor shaft with the ratchet knobs. There was a clicking sound, but eventually the metal strands (with looped end that pull suture up the shaft) snapped. This happened with three anchors from different lots (1158951, 1160671 & 1179205). The procedure was completed using a competitive device. No patient injury or other complications were reported. Complaint 2 of 3. See (B)(4) for related complaints (different lots).

Manufacturer narrative:
The reported device was returned for evaluation and was intended for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection of the device found that the returned speedlock device was received undeployed and its wire snare loop broken. Also the anchor has some scratches showing some tension was applied. The speedlock device is a single use device therefore a functional test cannot be performed and the failure cannot be replicated. The complaint was verified, but the root cause for the snare line loop break could not be determined with confidence. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: excessive tension applied to the snares while attempting to snare the suture or incorrect suture loading. An exact root cause for the failed suture snaring cannot be determined with confidence after product evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.